Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 patient came to operating room for ria of femur and insertion of a tfna for femur fracture. During the ria process the flanges on a 10mm ria head broke off as device went through fracture site. It appeared to get hung up on the fracture fragments. The ria head was extracted easily but the clips remained. Surgeon did not want to attempt removal. There was no surgical delay. Procedure was successfully completed. Fragments were generated. They were not removed from the patient. There no patient outcome. Other medical intervention was not required. Concomitant product: unk - cranial clamps/clips (part# unknown, lot# unknown, quantity# unknown). This complaint involves one (1) device 10.0mm reamer head for ria 2 sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: additional product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.